Manufacturer narrative:
During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient¿s implantable drug infusion pump. The drug being delivered was baclofen (unknown) with a concentration of 2,000 mcg/ml and a dose of 765.4 mcg/day. The reason for use was intractable spasticity. It was reported that there was a pump motor stall seen at initial interrogation on (B)(6) 2016. The patient did not recently have an MRI. The pump status and/or event log report that a motor stall occurred. The product services specialist (pss) reviewed that motor stall considerations of pump replacement, programming minimum rate, cover patient with non-pump medication, and periodically interrogate pump for stall recovery. There were no reported symptoms. Additional information was received on 2016-nov-28 from the manufacturer¿s representative (rep) stating that the pump logs showed ¿pump restarted due to restart command.¿ it was explained to the rep that it was a generic entry that appears with each update. The rep confirmed that they did not see ¿motor stall recovery occurred.¿ it was explained to the rep that the pump was still stalled and that pump replacement was recommended. Additional information was received on 2016-dec-01 from the rep stating that the pump had been replaced on (B)(6) 2016 at 7:00 pm. The device was replaced with another device from the same manufacturer. Pertinent information to the rep¿s inquiries was reviewed, and the rep was given the crts number for the event as they were sending the affected pump back to the manufacturer that day for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.